Manufacturer narrative:
Correction: h6 conclusion code corrected from "67 - no problem detected" to "4310 - cause cannot be traced to device."

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11984, 2017865-2020-11985 it was reported that the patient experienced an endocarditis infection and presented in the hospital. The implantable cardioverter-defibrillator system was explanted. The physician did not state that the leads or the device where the cause of the infection. The patient tolerated the procedure well.